Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned used. The distal tip was examined under microscopic magnification and it was observed that the outer catheter and inner guidewire lumen had been pulled away from the distal metal tip. As a result, the distal tip was off center. The inner guidewire lumen was observed to be twisted 1.9cm from the distal tip. No other anomalies were noted along the length of the catheter. The guidewire was bent and spiraled throughout its length. Functional/performance evaluation: the 0.014" guidewire was removed from the rapid exchange junction without issue. Guidewire patency testing could not be performed due to the material separation at the distal tip. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip. The investigation is inconclusive for device-device incompatibility, as functional testing could not be performed due to the material separation at the distal tip. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter and outer catheter separation from the distal tip. Labeling review: specific warnings, precautions and directions for use of the crosser cto recanalization catheter are included in the current instructions for use (IFU).

Event description:
It was reported that after an unsuccessful attempt to cross a lesion in the left tibials, the health care provider (hcp) retracted the recanalization catheter with the guide wire allegedly wrapped around the recanalization catheter. It was further reported that the hcp completed the procedure with another guide wire and a catheter. There was no reported impact or consequence to the patient.